Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification, and 90% stenosis. A 2x15mm traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The bdc was soaked and prepped outside the patient anatomy. The bdc was advanced without resistance toward the target lesion, the balloon was inflated once and the balloon ruptured at 3 atmospheres (atm). The device was removed without resistance and a non-abbott balloon was used to further dilate the lesion. Ultimately a non-abbott stent was implanted in the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.